Event description:
Pace medical was notified on july 27, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that screen info was missing from display. The device was analyzed and it was found that a connector was loose. It was re-tightened. The device was re-calibrated and final tested. All tests were passed and the device was returned to the hospital. Reason for complaint: unk - may have been the result of rough handling or a sudden impact.